Manufacturer narrative:
Low grade infection previosuly mentioned has been reported through MDR 1020279-2017-01123.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that patient complained on pain in hip, x-rays were taken and stem subsidence was noted. Time was given for shaft fracture to unite before further revision surgery was undertaken. Femoral stem and femoral head were revised.